Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella cp experienced a pump stop. A motor current increase alarm occurred but no thrombus could be found in the pump. The percutaneous coronary intervention procedure was performed without the use of the impella. No patient harm was reported.